Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported issues with the spectrum pump alarming upstream occlusion and air in line. The event occurred during an unspecified process step in the critical care unit. There was no report of patient injury or medical intervention associated with this event. No additional information is available.